Event description:
A customer reported via phone call indicating that their insulin pump fell into the water. The customer stated that the insulin pump still works and they declined a replacement insulin pump to be sent to them. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.